Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed since the original report was filed. The pump was returned for investigation. The sterile sleeve was torn. As per the clinical information provided and product investigation, the root cause of the product damage (sterile sleeve) issue was use related to improper technique while repositioning the pump. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The product has been returned since then and the investigation has been completed.

Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the catheter sleeve disconnected from the proximal portion near the insertion site leaving the catheter exposed and unsterile. The catheter sleeve was secured by tape following the event and support continued with the impella 5.5 pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.